Event description:
Nurse reported customer being hospitalized due to dka as per md. Nurse stated that the tubing as attached to the reservoir compartment only that there was no reservoir in the pump. Nurse stated that customer has some psychiatric problems. Nurse called back the help line to continue high bg troubleshooting. Customer is not present and currently in ICU. Troubleshooting performed and pump appeared to be operating as designed.